Event description:
It was reported that air bubbles were observed within the cartridge. There was no adverse impact on the customer's blood glucose level. The customer will preform fill tubing and resume insulin.